Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient experienced a urinary tract infection with a cloudy urine while using the magic 3 catheter. The patient noted that he did not treat the uti, and subsequently became septic and was taken to the emergency room where he was treated with antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this intermittent catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient experienced a urinary tract infection with a cloudy urine while using the magic 3 catheter. The patient noted that he did not treat the uti, and subsequently became septic and was taken to the emergency room where he was treated with antibiotics.